Event description:
The customer observed a false positive troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided: (B)(4) initial 347.2 ng/l, repeat 11.81 ng/l. The gender of this patient is unknown; however, the customer uses the following cut-offs for male: <33.0 and female: <13.0 ng/l. There was no impact to patient management reported. No further patient information was available. After instrument maintenance and replacing parts [the wz manifold 2 and all valves in the system] no other discrepant results were measured.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The gender of this patient (male) was identified on 21 aug 2013. An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and a service history review. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. A return analysis was not performed because returned parts were not available. Based on the results of this investigation, no malfunction or deficiency was identified.